Event description:
It was reported that ten days following a laparoscopic colon procedure, the anastomosis was insufficient. No further information is available. Re-operation was required. Sutures were used to overstitch the anastomosis.